Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found internal abrasions breaching the re lumens found at 3.3 ¿ 4.2 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.